Event description:
Caller reported a malfunction on the pump, specifically malfunction code malf 3, which could not be reset. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump and instructing the caller on returning the problematic pump, as well as providing guidance on using the new device, including putting it into storage mode and updating software for integration with a g7 sensor.